Manufacturer narrative:
Cloud data for the period of 27oct2025-29oct2025 was downloaded and reviewed. The cloud data confirmed that a 2.85 u bolus was delivered on the date of occurrence. The cloud data showed that the 2.85 u bolus was based on a sensor entry of 304 mg/dl. This calculation is correct based on the user's correction factor of 55, target blood glucose of 110 mg/dl, insulin on board of 1 u, and the sensor trends at the time the bolus was calculated. Cloud data does not contain logging that shows the interaction with the controller to input values and follow the flow to program, confirm, and deliver the boluses, and so it could not be conclusively determined from the available data if the user interacted with the controller to deliver the 2.85 u bolus. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone16.2 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they experienced an unrequested bolus of 2.85 units on (B)(6) 2025 during their sleep. Their blood glucose level fell to 30 mg/dl, resulting in a loss of consciousness. Emergency medical services were contacted, and they administered oral glucose along with a sandwich to the patient. Subsequently, the patient was taken to the emergency room where they received additional treatment with oral glucose.